Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. Review of the most recent repair record determined the motor rpms were within specification but noisy, the device was out of calibration at the 0, 10, and 20 readings, the control bar and machined head were damaged, and there was corrosion throughout the device. The reciprocating arm, spring seal, thickness control shaft, control bar, machined head, neck, handpiece switch, motor, eccentric shaft, bearings, screws, and various other parts were replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information available.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). A follow up/ final report will be submitted once investigation is complete if any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported during surgery the graft was torn in half. Extra graft had to be taken due to this malfunction. There was a 15 minutes delay with the patient under anesthesia. Due diligence is complete and there is no additional event information available.